Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accu tni and a result of 0.35ng/ml was obtained. The system has a reflex condition set up to repeat any accu tni result >0.1ng/ml. The instrument rerun the sample and repeated result was 1.56ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and two results of 0.22ng/ml were obtained. The result of 0.22ng/ml was reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube without gel separator and it was centrifuged for 6 minutes. There were no result flags generator and no event log messages associated with this event. Customer did not question any other assays. Customer did not provide qc results, but stated that qc is recovering in range. A field service engineer (fse) was not dispatched as customer is not questioning instrument performance. Customer discussed pre-analytical sample handling with call center and accepted pre-analytical sample handling information via fax. Customer noted that they have continued to see non-reproducibility in some accu tni results, and further noted that many samples appear "turbid". Customer believes instrument is performing well. Although pre-analytical sample handling is considered a contributing factor, no clear root cause for this event could be determined. A malfunction will be assumed for the purpose of this report.